Event description:
It was reported that the device was removed due to infection. Specific symptoms or outcome were not reported. The pump contained lioresal. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.